Manufacturer narrative:
The patient was scheduled for a revision in the near future. All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that the right atrial (ra) lead had measured greater than 2000 ohms, a loss of capture and low amplitudes. There was further inquiry of ventricular events. The field representative reported that the very quick sharp deflections did not appear to be noise but was too fast to be physiologic. The rv lead impedances had been steady in the 640-680 ohms range and the shock impedances continue to be high and out of range for some time of which the physician was aware. This recent noise did not result in any unnecessary therapy and did not appear result in pacing inhibition in this dependent patient. Technical services reviewed and discussed possible noise and further intervention warranted for system integrity. The physician elected to further investigate. Upon opening the pocket, the physician alleged a loose header was noted. The device was replaced with a non-boston scientific device. The physician suspected fractured leads, however, the chronic leads were attached to this new device with successful defibrillation testing and no lead issues were noted. The field representative reported that the header appeared to be intact. The device was being returned for analysis.

Manufacturer narrative:
It was reported that a similar measurement was again observed and the physician has elected to continue to monitor.

Manufacturer narrative:
The patient was further evaluated for this issue and underwent a non-invasive programmed stimulation in which 11 joule shock was delivered with 34 ohms measured. The physician has elected to continue to monitor this issue.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected greater than 125 ohms on this right ventricular lead. No adverse patient effects were reported. Troubleshooting was discussed with technical services.